Event description:
The complainant alleged that during incoming inspection of the device it displayed "defib fault 72" while performing a 30 joule test discharge. The complainant indicated there was no pt involvement with this reported malfunction.